Event description:
It was reported that when using the bd pyxis¿ medstation¿ es sp-6 low device rebooted during use. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was rebooted while being used. A technical support specialist observed that the station rebooted due to a windows operating system bug check, performed a scan and repair of the hard drive, and confirmed that the station applied the latest microsoft patches and updates. The system functioned as intended after the technical support specialist troubleshot the device.